Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the windows system clock was offset by 9 minutes. A field service engineer (fse) logged into the admin account and manually corrected the time. The station was then rebooted, and time synchronization with the server was confirmed, after that patient data successfully synchronized with the server. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient data was not updating. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.